Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of cold insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge greater than labeling indication for novolog insulin. Tandem technical support strongly recommended that customer load a new cartridge onto the pump, customer understood, and declined to change out cartridge. Multiple attempts were made to follow up; however, the customer did not respond.